Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "tube load failure" was confirmed during product evaluation. The root cause was assigned to the air in line printed circuit board being out of calibration. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Event description:
The facility representative contacted baxter to report a colleague infusion pump with a tube load failure. This condition has the potential to cause an interruption of delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module master software version is currently unknown. There is no further complaint information available.